Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a permanent implant procedure on (B)(6) 2015. Post operatively effective therapy was obtained. However, the patient could no longer receive effective stimulation in addition to receive stimulation in an unintended area the following day. As a result, the patient's lead was repositioned on (B)(6) 2015. The issue was resolved by surgical intervention.